Manufacturer narrative:
Field change.

Event description:
It was reported that patient used to have 8 pads per day. Patient experienced recurring incontinence after artificial urinary sphincter (aus) implant. It was suspected that the pressure regulating balloon (prb) was not the right size. Prb was removed and a higher prb was implanted. Current level of continence is unknown. No adverse patient effects.

Event description:
It was reported that patient used to have 8 pads per day. Patient experienced recurring incontinence after artificial urinary sphincter (aus) implant. It was suspected that the pressure regulating balloon (prb) was not the right size. Prb was removed and a higher prb was implanted. Current level of continence is unknown. No adverse patient effects.